Event description:
This case was initially received via regulatory authority (B)(6) on 04-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 654844) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), adenomyosis ("adenomyosis"), menorrhagia ("menorrhagia"), palpitations ("palpitations") and dyspnoea ("breathlessness"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, adenomyosis, menorrhagia, palpitations and dyspnoea outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, dyspnoea, menorrhagia, palpitations and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 9.512 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 04-jan-2018. The most recent information was received on 19-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 654844) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), adenomyosis ("adenomyosis"), menorrhagia ("menorrhagia"), palpitations ("palpitations") and dyspnoea ("breathlessness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, adenomyosis, menorrhagia, palpitations and dyspnoea outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, dyspnoea, menorrhagia, palpitations and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-jan-2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 9.657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-jan-2018: quality-safety evaluation of ptc internal correction: data of last device similar incidente listing corrected in narrative (from (B)(6) 2018 to (B)(6) 2018) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 04-jan-2018. The most recent information was received on 19-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 654844) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), adenomyosis ("adenomyosis"), menorrhagia ("menorrhagia"), palpitations ("palpitations") and dyspnoea ("breathlessness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, arthralgia, adenomyosis, menorrhagia, palpitations and dyspnoea outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, dyspnoea, menorrhagia, palpitations and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 9.657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-jan-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.